Event description:
It was reported that the bolt was installed and working for almost four hours. The patient was repositioned and it was noted that monitor was reading -13 with no wave form. Then, the doctor scanned back through the trends when the screen froze. Both the monitor and bolt were replaced and no issues after that. Additional information has been requested. However, no new information has been received to date.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.